Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: n5b1124y) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial number: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic distal pancreatectomy and splenectomy, the reload was closed around the distal pancreas and experienced firing issues, as the instrument did not fire. The reload would not open after being placed on a new adapter. The handle also experienced firing issues and did not fire; a reset of the device was performed, and after loading a new adapter and new reload, the device then fired. The adapter was unable to enter firing mode and required replacement. The device was removed from the operating field, a new adapter was placed on the handle, and the same reload was placed on the new adapter, but the reload would not open. No patient complications were reported as a result of this event.